Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had dislodged and the patient was having general discomfort with chest wall stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.